Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 10:58:23. During night drain cycle four, the patient's ultrafiltration reading was 2606ml, indicating the home patient (hp) drained 2326ml more than their maximum programmed fill volume of 2800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2606 ml during therapy initiated on (B)(4) 2012 10:58, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated on (B)(4) 2012 10:58. The last cycle (4) had an actual drain volume of 4445 ml. After the last fill was initiated there were 6 manual drains that were ended before the end of the therapy. Therefore, the uf from drain 4/4 gets lumped together with the uf from the manual drains, (1928 ml + 675 ml = 2603 ml). Review of the event log revealed the user's actual drain volume during cycle 4 was 4445 ml. The actual drain volume is 159% of largest prescribed fill volume (lpfv) of 2800 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.